Manufacturer narrative:
Additional information: one tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the handle and just distal to the luer hub. No other visual anomalies were noted. During functional testing the catheter did not pass an irrigation test. Further investigation revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.

Event description:
During a procedure saline was leaking from the catheter connector, backing up into the tactisys unit. The procedure was completed with another catheter. There were no adverse consequences to the patient.